Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage located at the screen and visit to emergency room for high blood glucoses and diabetic ketoacidosis found on (B)(6) 2021. Also, on (B)(4), svn#: (B)(4) and (B)(4), svn#: (B)(4) - customer returned insulin pump for an alleged sensor anomaly found on (B)(6) 2021 and (B)(6) 2021. Device was received with a scratched case. Device was also received with a missing segments/partial display. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08675 inches. Device failed the self test due to missing segments/partial display. Device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Device was cut open to perform visual inspection and found a cracked lcd glass. No corrosion or moisture damage found on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Missing segments/partial display was confirmed due to a cracked lcd glass. Force sensor zero offset within specification. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay. Cosmetic damage was confirmed at the pump screen. Device passed all the required testing. Unable to verify customer alleged for high blood glucoses and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Sensor anomaly was not confirmed. Missing segments/partial display was confirmed. Missing segments/partial display was due to a cracked lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had visited to emergency room to treat high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of the incident was more than 20 mmol/l. The customer corrected their blood glucose using insulin pen. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer also stated that insulin pump was dropped last month and broken at the screen section and they were using it in that condition. The device will be returned for analysis.